Event description:
Female pt desires exchange of breast implants. Pt thinks that the port on the implant is poking her and she can feel it. The removed implants were 600 mentors saline, and sent to lab in formulin. The implants were not put in here. Pt states they were implanted in another city. New implants are 615/690g silicone filled. The implants were given to the pt because she wanted to return them to the company.